Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alarm was heard. The alarm was confirmed by telemetry. The type of alarm occurring was the critical alarm. The alarm was due to a motor stall. The pump logs showed that the pump stalled on (B)(6), 2011 at 17:58 and a tube set error on (B)(6), 2011 at 17:58. The caller reported that the pt had surgery and was at the hosp around the time of the events. The surgery was near the pt's bladder and kidney. It was not known if the pt had an MRI at that time. The pt's symptoms included spasticity. The pump tech was going to put the pump at the minimum rate. The drug in the pump at the time of the event was lioresal.